Event description:
It was reported that the patient was having trouble rewarming on the arctic sun device. The device turned out was set in controlled normothermia with a rate of 0.08c/hr. The patient temperature was 33.2c, target temperature was 35c, water temperature was 21c, flow rate was 3lpm. It was noted that the weight of the patient was 77kg with small pads and universal all they had were available in place. Mss had nurse to send screenshot of graph and noted the target and patient temperature were trending together. The bair hugger and warm blanket were on patient. Nurse updated rate to 0.2c/hour. Nurse called back at 3pm and stated that the patient temperature was increasing. The patient temperature was now 37.9c instead of 37c, but nurse confirmed water temperature was cold and flow rate was good. Mss explained to nurse that the next thing to check would be pad coverage. It was noted that the weight of the patient was 109kg. Mss explained they would need large pads and a universal over the abdominal area. The possible causes of heat generation need to be investigated for shivering, infection, seizure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was that therapy parameters were incorrectly set. However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "per the IFU: "to initiate normothermia therapy: from the patient therapy selection screen, press the button next to normothermia to display the normothermia therapy screen. The default patient target temperature will display in the control window towards the bottom of the screen. To modify the patient target temperature, press the adjust button to display the control patient¿adjust window. Control patient to: use the up and down arrows to set the desired target temperature to control the patient. Rewarm at a rate of: use the up and down arrows on the right of the screen to set the rewarming rate. Press the save button to save the new settings and close the control patient¿adjust window. Press start, in the control window to initiate therapy. You will hear a tone and then a voice stating ¿therapy started¿." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient was having trouble rewarming on the arctic sun device. The device turned out was set in controlled normothermia with a rate of 0.08c/hr. The patient temperature was 33.2c, target temperature was 35c, water temperature was 21c, flow rate was 3lpm. It was noted that the weight of the patient was 77kg with small pads and universal all they had were available in place. Mss had nurse to send screenshot of graph and noted the target and patient temperature were trending together. The bair hugger and warm blanket were on patient. Nurse updated rate to 0.2c/hour. Nurse called back at 3pm and stated that the patient temperature was increasing. The patient temperature was now 37.9c instead of 37c, but nurse confirmed water temperature was cold and flow rate was good. Mss explained to nurse that the next thing to check would be pad coverage. It was noted that the weight of the patient was 109kg. Mss explained they would need large pads and a universal over the abdominal area. The possible causes of heat generation need to be investigated for shivering, infection, seizure.